Event description:
It was reported that the device triggered a warning due to a long charge time for the device¿s high-voltage capacitors. It was then determined that the device was at end-of-service. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the longer charge time using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. Analysis of the battery revealed that no internal short occurred in the battery. There was localized li discharge along the edges and uniform li depletion with no li-severing across all anode segments. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.